Manufacturer narrative:
(B)(4). The review of the manufacturing paperwork verified that this lot met all pre-release specifications. According to the conformable gore® tag® thoracic endoprosthesis instructions for use, complications associated with the use of the gore® tag® thoracic endoprosthesis that may occur and/or require intervention include, but are not limited to stroke.

Event description:
On (B)(6) 2017, the patient was emergently implanted with a conformable gore® tag® thoracic endoprosthesis to treat a pre-existing condition of an acute type a dissection of the aorta. On (B)(6) 2017, the patient suffered a stroke. On (B)(6) 2017, the patient was taken off of life support and expired same day.